Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a uterine prolapse, a cystocele, a rectocele, and overactive bladder. It was reported that the patient underwent extensive enterolysis from colon to sacrum and removal of colpopexy mesh on (B)(6) 2009 due to infection. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06331. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, fistulae, dyspareunia, vaginal discharge, emotional distress.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and urinary incontinence.

Event description:
It was reported that following insertion the patient experienced urinary tract infection and urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06331. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent hysterectomy, bso, and revision of vaginal mesh on (B)(6) 2009, due to uterine prolapse and vaginal pain. It was reported that the patient underwent resection of vaginal mesh and cystoscopy on (B)(6) 2009. No additional information was provided.